Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was selected for implant using a 9f amplatzer talisman delivery sheath. During procedure, the right atrial disc deformed with a cobra shape. There were no interactions with cardiac structures during deployment. No angulation/kink was observed with the deliver system. The talisman was never released from the delivery cable while inside the patient and removed. A new 25-18mm amplatzer talisman pfo occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine the cause for the reported device deformity. There is no indication of a product quality issue with regards to manufacture, design, or labeling.